Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device had extended charge times which led to an elective replacement indicator (eri). The device battery was exhibiting an extended charge time of greater than 14.3 seconds and a battery voltage of 2.51 v. The health care professional (hcp) called boston scientific technical services (ts) asking about an atrial tachy response (atr) event where the ventricular rate remained high after the event was declared instead of decreasing. Ts explained it is decreasing, just gradually and that is normal device function. As a result the device was explanted and replaced. To date, no additional adverse patient effects have been reported.